Event description:
It was reported that there was a burning sensation by the pocket site. The patient was going to get an MRI to see if there was anything related to the pocket site that could be causing this. Impedances were checked and they were good except contact 8 which was out of range. The caller didn¿t believe this was related to the device though as the burning was there even when stimulation was off. It was noted that the patient had a fall in (B)(6) 2014. The healthcare provider (hcp) was maybe going to do a revision and move the implantable neurostimulator (ins) pocket site. No troubleshooting was done at the time of the call as the caller was not with the patient. Follow-up determined that there was not a 50% or greater reduction in symptoms. The patient and physician were not sure if the fall was related to the burning sensation but the patient suspected it. The physician had inspected the battery and pocket site and didn¿t notice anything un ordinary. The cause of the event was not determined. The patient was doing better and was receiving effective therapy after reprogramming. Additional information received reported that the patient was going to have an MRI of the I-spine. Compatibility guidelines were reviewed. It was noted that the patient may be having lumbar pain. The caller did not believe the reason for the MRI was to diagnose an issue with the patient¿s device or therapy. Additional information received reported that the patient was going to have an MRI of the I-spine. Compatibility guidelines were reviewed. It was noted that the patient was informed that one of the leads was loose. The loose lead was confirmed by ¿(B)(6)¿ checking on the device. Additional information received reported that the patient was alleging one of her leads was possibly loose or cracked. This was verified when she had met with a manufacturer representative (rep). The caller was unsure if the lead was broken or fully disconnected. Compatibility guidelines were reviewed. Additional information received reported that the patient had a fall and there may have been a lead fracture. MRI guidelines were reviewed, said to be related to the ins because they were trying to evaluate the lead. Follow-up was performed to determine what the results of the MRI were and if there were any actions/interventions taken to resolve the issue. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).